Manufacturer narrative:
Event summary: the lead was returned and analyzed. Analysis revealed that the distal portion of the lead was fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered due to high impedance, high threshold, and oversensing of noise on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a resultof this event.

Event description:
It was reported that the lead integrity alert (lia) was triggered due to high impedance, high threshold, and oversensing of noise on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.